Event description:
An ophthalmic assistant reported that a patient who was diagnosed with corneal infiltrates following the use of this product. The patient was treated with steroid drops and the symptoms resolved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/01/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).